Manufacturer narrative:
No sample was returned for investigation. One video from the customer confirms the customer complaint. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that bd gravity set was leaking. The following information was received by the initial reporter with the following verbatim: it was reported by customer that the junction leaking between the tubing and the stopcock manifold.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.